Event description:
It was reported, "head surgeon of the hospital, reported via sales rep, that he was performing a surgery. During the surgery he observed that the blister of the plastic box was open, so that the implant was unsterile. Nevertheless, another implant was available, so he could complete the surgery."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.